Event description:
Dealer states unit alarms and red light on after a minute of being on. No further information provided from dealer. Dealer states it is customer owned and is out of warranty, not sure if it will be sent in for repair.